Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during use, during drain 2 of 5. The home patient (hp) disconnected and reconnected during the drain. The patient was connected at the time of the alarm and did disconnect prior to the alarm. All of the bags were properly spiked and connected. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the hp. The hp discarded the supplies and they would finish therapy with manual supplies. The baxter technical service representative (tsr) explained both alarms to the hp. The hp cycled power and the hp would finish with manual exchanges. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the nurse on (B)(4) 2012 and she was not aware of the patient having had that alarm. She would discuss the alarm with the patient the next time she sees them. As far as she knows the patient has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient's caregiver on (B)(4) 2012 and he was able to finish out therapy that day with manual supplies. He started over with new supplies the next day and completed therapy successfully. She did not notice anything wrong with any of the previous supplies. She did not have a sample available or a lot number. Since then they have been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.